Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead dislodged within two months of the implant. The replacement lead dislodged during the implant attempt. An alternate lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Further information was received which confirmed the serial number for the dislodged lead.